Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device does not detach from the holder. The following information was provided by the initial reporter. The customer stated: adaptor is stuck on connection, can only be removed with a kocher. We hereby report a complaint with a vacutainer that is very difficult to get loose from the hose. This has happened several times.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 20-apr-2022. D4: medical device lot #: 1313200. D4: medical device expiration date: 30-nov-2023. H4: device manufacture date: 09-nov-2021. H6: investigation: bd received 2 customer samples from the customer for review and evaluation. Functional testing was performed on the customer samples and the customer¿s indicated failure mode of failure to detach was not observed as both samples passed testing with no defects observed. Additionally, functional testing was performed on 30 retention samples from the bd inventory and the issue of failure to detach was not observed as all samples passed testing with no defects observed. Therefore, this complaint cannot be confirmed based on the customer samples or retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device does not detach from the holder. The following information was provided by the initial reporter. The customer stated: adaptor is stuck on connection, can only be removed with a kocher. We hereby report a complaint with a vacutainer that is very difficult to get loose from the hose. This has happened several times.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.